Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula issue that led to an insulin flow blockage on (B)(6) 2026. The infusion set site was located on the abdomen. The set had been in use for two to three hours.